Event description:
On 19-april-2018, medbloc was notified by one of the dealers ((B)(4)) of an incident that took place on (B)(6) 2018. The dealer reported that the end user's left foot slid off from the back-left corner of the footplate. Since he has no sensation in the lower extremity of his body, he continued to drive until he heard a snap, that he saw, it was on his ankle. As a result of this incident, there were 2 broken bones in left ankle. Power center mount front rigging with heel straps were used in the system as the end user had a history of legs issues on wheel chair. In addition to that, the dealer installed calf straps to the calf pad for the safety of the end user to avoid any adverse event. The dealer stated that the calf straps were not in use when this incident happened and the system did not malfunction.